Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced multiple low blood glucose (bg) events. The customer did not provide further information. Tandem technical support attempted to contact the customer multiple times; however, the customer did not reply to the requests for information.